Event description:
Caller states, the pt tested 1.1 inr on the coaguchek s system and 1.7 inr on a comparison lab. No action taken on device result. Coumadin was increased based on lab result. No adverse event reported. Requested return of system, however strips are unavailable for return. Replacement was sent.